Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device went into back-up vvi mode after the patient underwent heart surgery. Abbott technical support was contacted and normal device function was able to be restored. The patient was stable.